Event description:
It was reported the patient's leads were implanted in his face and his therapy was not working to relieve his facial pain. It was reported the patient's physician wanted to place leads in the patient brain instead. There was no plan to change the patient's battery, just the leads. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer.